Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a "combined mesh, total hysterectomy" procedure performed on (B)(6) 2014. According to the complainant, since the procedure, the patient presented mesh infection. The mesh was then removed under general anesthesia.